Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they hadn't charged or used the implant in quite some time because it had been very uncomfortable. Patient said the issue started in august they think and was affecting their stomach really bad. Patient then said they were about to go to the emergency room and wanted to know if they could have an MRI. Agent reviewed MRI guidelines and patient said they had not turned the controller on in a long time and didn't know if it would turn on. Patient tried to turn controller on during the call and reported data has been lost, repeat the set up process. Patient then saw no device found message. Agent reviewed patient would need to charge the controller, then charge the implant in order to enter MRI mode. Patient said they will just tell the ER they can't have one because patient doesn't even want to charge the implant. Agent also reviewed possibility of MRI eligibility form filled out by the doctor, but patient said they wouldn't have that time. Agent documented information given during the call.